Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump case¿ leak was found during testing. Pump case has a cracked at top-right corner of display lens. The battery compartment has a cracked near the pump case seal. Pump cover was removed to inspect internal components, moisture is visible in the pump main compartment. Unrelated to the complaint, the audio bolus button cover has a hole at the center of button and the button is still operable as normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.